Event description:
Additional information received from the patient reiterated that the patient said "no" to whether there was a device concern or change in therapy related to the CT scan. The patient also indicated that they consulted their healthcare provider (hcp) to resolve their inability to urinate and the por error message seen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a power on reset (por) message while trying to sync with the implantable neurostimulator (ins). The patient was trying to communicate with the ins because she had not been able to urinate all day. The patient had a CT scan recently and did not turn her stimulator off. The patient was going to try to call the doctor tomorrow, (B)(6) 2016, even though she had not seen him in a long time. The issues were noted to have started today, (B)(6) 2016.

Event description:
Additional information received, patient "no" to a question requesting them to clarify the CT scan and if there was a device concern or change in therapy related to it. Also, for steps taken to resolve the unability to urinate and the por they noted "I fouled directions" (which was interpreted as they followed directions to resolve).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.